Manufacturer narrative:
The pump was returned to animas for evaluation on (B)(6) 2018. When investigation is completed, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow up #1 date of submission 26-jan-2018 device evaluation: the pump was returned and evaluated on 24-jan-2018 with the following findings: the battery compartment was cracked above and below the bumper pad.